Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that foreign matter or condensation other than co2 entered from the gas supply source and caused the electro-pneumatic proportional valve to fail, this could not be definitively confirmed. It is believed that the front panel went dark due to a failure of the circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a leak; electro-pneumatic proportional valve failure and the front panel lights are off. There was no patient involvement.